Event description:
Additional information received reported that when the patient had met with a manufacturer representative on (B)(6) 2014, an evaluation of the device was done. It was stated that all impedances were normal. It was noted that there had not been any apparent device malfunctions detected. It was stated that the patient had been receiving stimulation in the appropriate areas and did not need the stimulation areas to be changed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no stimulation sensation. The patient stated that a ¿month ago¿ her stim stopped working. The patient stated that she met with a manufacturer representative on the ¿(B)(6).¿ the patient stated that he reprogrammed it and it worked again. The patient then stated that the stim stopped working again on ¿saturday.¿ the patient stated that she could not feel stimulation at all and was afraid to go higher than five. The patient reported that she had no falls or accidents. The patient also stated that the implantable neurostimulator (ins) ¿had turned sideways.¿ it was noted that this happened ¿sometime after the (B)(6).¿ the patient was redirected to the healthcare professional (hcp). It was later reported that the ¿unit stopped working¿ two weeks prior to (B)(6) 2014. The patient noted that this was the second time her ¿machine had malfunctioned.¿ the patient stated the first time it malfunctioned was unknown. However, the patient stated it was two saturdays prior to the (B)(6). The second time occurred a week before the (B)(6) on a saturday. The patient noted they met with a manufacturer representative on (B)(6) 2014. The patient noted they also met with another person at that time. The patient gave that person¿s first name but could not recall the last name. It was noted that the manufacturer representative checked it and it was all working fine. The patient noted that five days later ¿it stopped.¿ the patient stated that the ¿unit was not working¿ and ¿this started two weeks ago.¿ the patient stated that the unit was charged and the issue was that it had a ¿malfunction and that was the reason.¿ it was noted that the patient called (B)(6) 2014 and ¿told them that the machine was not working.¿ the patient noted ¿the following saturday after that talked to doctor told them to be there on monday.¿ the patient also stated she had an appointment that was supposed to be on the (B)(6) 2014 but ¿no one called hcp or patient to confirm a time.¿ the doctor directed the patient to call the manufacturer to coordinate a time. The patient was redirected to the hcp. The patient had previously contacted the manufacturer on (B)(6) 2014. Additional information was requested but was not available at the date of this report. Refer to regulatory report # 3004209178-2014-12748.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).